Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected and leak tested. The balloon passed all testing. The pump was visually inspected and leak tested. The pump passed all testing. The cuff was visually inspected examined and no abnormalities were identified. However, upon microscopic inspection, a pinhole tear, consistent with wear, was identified in the cuff shell. The cuff underwent leak testing and did not pass. Analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that was no longer working. During the revision procedure, the physician tested the device and identified fluid leak from a hole in the cuff. The aus was replaced, and there were no patient complications reported.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that was no longer working. During the revision procedure, the physician tested the device and identified fluid leak from a hole in the cuff. The aus was replaced, and there were no patient complications reported.